Manufacturer narrative:
E.4. The initial reporter also notified the FDA on (B)(6) 2023 medwatch report # mw5118818. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd alaris¿ lvp 20d low sorb ss 1.2m experienced under infusion. The following information was provided by the initial reporter: customer reported when hanging nightly IV lipids, the 1.2-micron filter was not filling all the way / finishing priming (with 2 different sets of IV tubing). When writer notified pharmacy, writer was told that certain filters haven't been working correctly lately. It seemed to be the IV tubing sets with lot # (10)22125416.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that when hanging nightly IV lipids, the 1.2-micron filter was not filling all the way / finishing priming (with 2 different sets of IV tubing). The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 22125416 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 of the bd alaris¿ lvp 20d low sorb ss 1.2m experienced under infusion. The following information was provided by the initial reporter: customer reported when hanging nightly IV lipids, the 1.2-micron filter was not filling all the way / finishing priming (with 2 different sets of IV tubing). When writer notified pharmacy, writer was told that certain filters haven't been working correctly lately. It seemed to be the IV tubing sets with lot # (10)22125416.